Manufacturer narrative:
(B)(4). H6: proposed component code: mechanical (g04)- drill. The location of the reported instrument is unknown; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the reamer snapped off. No patient harm or impact reported. It was confirmed that no further information could be provided.